Event description:
It was reported that there was noise on the right atrial lead and right ventricular leads. The leads remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the intermittent noise on both the atrial and right ventricular leads continues to be seen on electrograms. The noise is consistent with electromagnetic interference. It was noted that the patient works with power tools.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the right atrial (ra) lead oversensing resulted in mode switching and no atrial pacing for several seconds. The sensitivity of the ra lead was reprogrammed and the lead remains in use.

Manufacturer narrative:
(B)(4). The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Observed noise on the stored electrogram episodes are consistent with external emi.